Event description:
The facility reported an infusion pump with a broken tube clamp door. Information was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. No add'l info is known.